Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced impedances >4,000 ohms and no stimulation. The pt felt like their device was shorting out about two months ago. The pt had undergone physical therapy where e-stimulation was used over the neurostimulator once. It was also reported that the pt experienced high impedances (>4000ohms on electrodes 5, 6, and 7 - all other electrodes between 785 and 1300 ohms). When impedances were remeasured at 10.5v from 2.5v a reading of "???" Was provided. The pt did not feel stimulation at 10.5 volts.